Event description:
Event description guidant received information that at one day post-implant, this right ventricular lead exhibited loss of capture despite maximum output. In a revision procedure the lead was explanted and replaced with a new lead. No adverse patient effects were reported.